Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. The customer's blood glucose (bg) level was 612 mg/dl. The customer addressed their bg with a manual injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.